Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not exceed the balloon rated burst pressure. Refer to table 2 or the balloon compliance chart.¿ (B)(4).

Event description:
It was reported that the catheter froze on wire. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). After placing a non-bsc guidewire, a 3.25mm x 12mm nc emerge® balloon catheter was advanced to the lesion. The balloon was inflated at 25 atmospheres however, the catheter became stuck on the guide wire. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.